Event description:
A home pt (hp) contacted baxter's technical service center (tsc) report that they had observed the pt line of the homechoice set leaking during the initial drain cycle of their automated peritoneal dialysis therapy. Per initial report, baxter's tsc assisted the hp in ending therapy early. No pt injury or medical intervention was associated with this incident, per the hp's nurse.